Event description:
It was reported that the patient underwent surgery on (B)(6) 2010 and an obturator sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, urinary frequency, urinary urgency, dysfunctional voiding of urine, vaginal atrophy, urge and stress incontinence. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary tract infection, urinary frequency, urinary urgency, dysfunctional voiding of urine, vaginal atrophy, urge and stress incontinence.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with exploratory laparotomy with bso, and anterior repair. No additional information was provided.